Event description:
It was reported that during a breast biopsy the probe cutter stopper while advancing through the probe aperture. The account replaced the probe and completed the case with no consequence to the pt.